Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The photographs appear to show a gap between the titanium adapter and the sleeve, however it is not possible to verify a connection issue in the photographs. Due to the nature of the sample no further testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) units each of the 2 piece titanium adapter ¿had two parts unable to be connected tightly during use¿. This was identified during unspecified process steps of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.